Event description:
The customer reported the system intermittently would not boot up, and poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired bent pins in the c-arm interconnect cable connector. The system operates as intended.